Event description:
Procedure type: laparoscopy. Patient: female. According to the reporter: after inserting the insufflation needle the obturator did not snap back in place. No harm or injury was observed by the surgeon when examined the area with the laparoscope. A different instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/03/2007.